Event description:
It was reported that the patient presented to the office due to discomfort at the ICD site. The patient was noted to have a hematoma. Upon removal of the pressure dressing, it was noted that the ICD had migrated. The ICD was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.